Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach was recieved for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During the procedure, the hemostatic valve leaked blood. The device was replaced and there were no patient consequences.